Event description:
It was reported that the customer's bg value was between 45-55 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.